Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure, the device was working fine until they noticed that the white pad was hanging off. Another device was used to complete the procedure. There were no adverse consequences for the patient.